Manufacturer narrative:
The reported complaint of unable to untighten the right ventricular (rv) set screw to remove the rv lead was confirmed. Analysis of the device header revealed that the set screw inset was stripped. Additionally, it was observed that incorrect wrench insertions into the set screw inset by the user resulted in the stripping of the inset. Once the inset was stripped, the set screw could no longer be untightened by the user in the field. Further analysis of the device revealed no device anomalies.

Event description:
During an implant procedure, before the device was implanted, a lead was unable to be removed from the device due to an inability to unscrew the set screw. The device and lead were replaced to resolve the event. The patient was stable.